Manufacturer narrative:
Block b3: exact date unknown, event occurred about two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing implant pain. The patient was given injection into the muscle behind the ipg site. The patient was doing well post injection.